Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received in two pieces without its original pouch, outside the hoop. Visual and microscopic examination identified a fracture approximately 328cm from the proximal end. Sem fracture analysis revealed that the fracture site exhibited evidence of compression and tension. The fracture surface exhibited a fibrous appearing material that is the longitudinal boundaries of the wire. Fracture of the core wire occurred due to a bending overload. Examination revealed kinks along the guide wire at 8cm, 59.8cm, 109cm, and 190.5cm, from the distal end. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as mft. #: 2134265-2011-00451 reportable based on additional information received on (B)(6)-2011. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. The 99% stenosed lesion was located in a severely calcified and severely tortuous left circumflex (cx) artery. The physician noted an issue while loading the 1.75 rotalink burr on the rotawire guide wire. During platforming of the 1.75mm rotalink burr, the rotawire kinked and the spring tip became detached. The system stalled. The procedure was completed with another 1.75mm rotalink burr and rotawire guide wire. No patient complications were reported and the patient's status is good.

Event description:
Same case as mft. #: 2134265-2011-00451. Reportable based on additional information received on (B)(6) 2011. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. The 99% stenosed lesion was located in a severely calcified and severely tortuous left circumflex (cx) artery. The physician noted an issue while loading the 1.75 rotalink burr on the rotawire guide wire. During platforming of the 1.75mm rotalink burr, the rotawire kinked and the spring tip became detached. The system stalled. The procedure was completed with another 1.75mm rotalink burr and rotawire guide wire. No patient complications were reported and the patient's status is good.